Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The user interface assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the reported issue was confirmed and the root cause was due to a mechanical dome switch in the overlay assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24jan2020 b4: (B)(6) 2020. The customer troubleshot with technical support. The customer was advised to replace the user interface. The customer reported that replacing the user interface assembly addressed the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
It was reported that the ventilator was turning on with no user interface. There was no patient involvement.